Event description:
Dexcom g7 cgm failed almost immediately. 3rd failure out of last 4. Suspect qc problem. Ph. D in engineering leads me to suspect quality control. Dexcom web site doesn't allow for medicare patients to easily report problems. Patient code: 4582 device code: 2588. Referencing reports mw5175081 and mw5175082.